Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the 2.75x48mm xience xpedition stent delivery system (sds), it was found that the stent was not properly crimped on the balloon. Another 3.0x48mm xience xpedition sds was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement as the device was returned and the stent was stationary on the balloon. There is no indication of a product quality issue with respect to manufacture, design or labeling.